Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a revision right total hip arthroplasty on (B)(6) 2011. It is further alleged that the patient's right hip had to be revised for a second time on (B)(6) 2011.